Event description:
The facility stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore upon inseriton into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The injector model msi-pf, lot number was not specified by the facility. The cartridge model sfc-25 fp, lot number was not specified by the facility.